Event description:
It was reported that cgm repeatedly displayed error messages on pump, including current error 42. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.